Event description:
It was reported that a week following the implant procedure, the patient presented to the emergency room (ER) with complaints of increasing shortness of breath. After evaluation, the patient was found to have significant congestive heart failure. She was admitted to the hospital for diuresis. The system remains implanted. The patient is enrolled in the attain (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429888 implantable pacing lead (B)(6) 2013. (B)(4).